Event description:
It was reported that this previously implanted electrode exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing with a newly implanted device. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Continuity testing was performed and passed successfully, indicating the conductors of the electrode were intact. Visual inspection noted an outer insulation abrasion approximately 85 mm from the terminal end, likely induced from electrode and s-ICD can compressing or rubbing against one another while implanted. The outer insulation abrasion exposed the high voltage (hv) cable. Further inspection and x-ray analysis showed a fracture of the hv cable approximately 85 mm from the terminal end. This fracture showed a physically altered appearance, likely induced during a shock which arched (shorted) between the s-ICD can and the hv cable. Analysis confirmed the allegations made against the electrode in the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Continuity testing was performed and passed successfully, indicating the conductors of the electrode were intact. Visual inspection noted an outer insulation abrasion approximately 85 mm from the terminal end, likely induced from electrode and s-ICD can compressing or rubbing against one another while implanted. The outer insulation abrasion exposed the high voltage (hv) cable. Further inspection and x-ray analysis showed a fracture of the hv cable approximately 85 mm from the terminal end. This fracture showed a physically altered appearance, likely induced during a shock which arched (shorted) between the s-ICD can and the hv cable. Analysis confirmed the allegations made against the electrode in the field.

Event description:
It was reported that this previously implanted electrode exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing with a newly implanted device. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this previously implanted electrode exhibited oversensing of noise as well as conversion difficulty during defibrillation threshold testing with a newly implanted device. An external shock had to be delivered to convert the patient out of ventricular fibrillation. A low out-of-range shock impedance of 1 ohms was also noted, and an alert came through indicating a lead integrity issue. Now, the system is exhibiting high out of range shock impedance measurements of greater than 400 ohms. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.